Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was unplugged to restore basic stations functionality, but this action led to additional connectivity issues. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 on main and drawer 5 on auxiliary was not detected on the bus and no lights present on any drawer controller boards or the main pyxie bus board. A field service engineer replaced the drawer controller boards and main pyxie bus board on the affected drawers, configured in station to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.